Manufacturer narrative:
Improvements to increase the robustness of the hydraulic connections have been designed and validated and are currently being introduced in the field to avoid the occurrence of tubing disconnection. This event is being reported as "malfunction" under the MDR 2-year rule, regardless of any pt injury.